Event description:
The customer reported that the activation button on the instrument got stuck in the on position several times during the procedure, resulting in a regrasp alarm when the surgeon tried to place tissue between the jaws of the instrument. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.